Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)1999 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of a burch retropubic urethropexy and a laparoscopic sacro-colpopexy during mesh implantation on (B)(6) 1999. It was reported that the patient underwent another implantation of mesh on (B)(6) 2007 along with uretex sup and bard mesh perfix plug. It was reported that the patient underwent removal of vaginal graft on (B)(6) 2007 due to vaginal mesh erosion. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-05370. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic hysterectomy and bilateral salpingo-oophorectomy due to uterine prolapse, stress urinary prolapse. The patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal in (B)(6) 2008. (B)(4).